Manufacturer narrative:
Concomitant therapies: ¿histamine¿ at night for rhinitis. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, pain, and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event as follows: precautions for use: "there is no available clinical data concerning the tolerance of a juvéderm® voluma¿ with lidocaine injection in patients presenting a history of severe multiple allergies or anaphylactic shock. The medical practitioner must therefore decide on the indication according to each individual case, according to the nature of the allergy, and must provide these at-risk patients with individual surveillance. In particular, the decision may be made to provide a double test or preventive, adapted treatment prior to any injection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported prior to injection, patient was pretreated with alcohol 70% and chlorhexidine and then injected to the dark circles, eyelids, and lower lip with 1 syringe of juvéderm ultra¿ xc and to the malar region, nasolabial folds, and mentalis-lip fold with 2 syringes of juvéderm® voluma¿ with lidocaine. Approximately 3 weeks later, patient was injected to the left malar region, bilateral marionette, and eyelids with unspecified juvéderm ultra¿ and unspecified juvéderm® voluma¿. Approximately 6 months later, patient developed ¿edema in the bilateral nasolabial folds that lasted 2 days, and in a period of 2 weeks the edema occurred 4 times and patient felt a lot of pain after the edema, and pain disappear and appear again.¿ patient also feels a ¿local nodule¿ and is taking ¿histamine¿ at night due to rhinitis, but not every night. Upon review with the physician, patient has ¿palpable nodule in left nasolabial folds near to the pyramidal fossa of 2 x 1.5cm in a left marionette of 1.5 x 1cm and in right nasolabial folds near to the mouth¿s corner of 1.5cm, without erythema.¿ patient continues to take the ¿histamine¿ and was additionally prescribed prednisone and clavulin. Symptoms partially improved, however patient then developed relevant worsening in the left hemiface with an emphasized edema in this region, including the eyelids. Patient was taking "histamine", vitamin d and collagen at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00964 (allergan complaint # (B)(4)), MDR ID# 3005113652-2016-00966 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2016-00967 (allergan compliant # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with alcohol 70% and chlorhexidine and then injected to the dark circles, eyelids, and lower lip with 1 syringe of juvéderm ultra¿ xc and to the malar region, nasolabial folds, and mentalis-lip fold with 2 syringes of juvéderm® voluma¿ with lidocaine. Approximately 3 weeks later patient was injected to the left malar region, bilateral marionette, and eyelids with unspecified juvéderm ultra¿ and unspecified juvéderm® voluma¿. Approximately 6 months later patient developed ¿edema in the bilateral nasolabial folds that lasted 2 days, and in a period of 2 weeks the edema occurred 4 times and patient felt a lot of pain after the edema, and pain disappear and appear again.¿ patient also feels a ¿local nodule¿ and is taking ¿histamin¿ at night due to rhinitis, but not every night. Upon review with the physician patient has ¿palpable nodule in left nasolabial folds near to the pyramidal fossa of 2 x 1.5cm in a left marionette of 1.5 x 1cm and in right nasolabial folds near to the mouth¿s corner of 1.5cm, without erythema.¿ patient continues to take the ¿histamin¿ and was additionally prescribed prednisone and clavulin. Symptoms partially improved, however patient then developed relevant worsening in the left hemiface with an emphasized edema in this region, including the eyelids. Patient was taking "histamin", vitamin d and collagen at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00964 ((B)(4)), MDR ID# 3005113652-2016-00966 ((B)(4)), and MDR ID# 3005113652-2016-00967 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.

Event description:
Additional information provided by healthcare professional: patient has additionally been prescribed clarithromycin.